Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site by the vad coordinator email that on the morning of (B)(6) 2016, the patient was taken to the operating room for a procedure. Patient had low flow alarms during the procedure and the staff was unable to attach the tablet to the data port, so the controller was electively exchanged. No additional information provided. Investigation is ongoing.

Event description:
It was reported by the site that the or procedure was for "decortication, chest tube placement for pleural effusion." It was stated that the low flow alarms were due to the patient being on a single lung ventilation. It was stated that this results in increased pulmonary resistance, causing the right heart to work harder, thus reducing the preload to the lvad. Low flows resolved upon double lung ventilation. It was reported by the site that the or procedure was for "decortication, chest tube placement for pleural effusion." It was stated that the low flow alarms were due to the patient being on a single lung ventilation. It was stated that this results in increased pulmonary resistance, causing the right heart to work harder, thus reducing the preload to the lvad. Low flows resolved upon double lung ventilation.

Manufacturer narrative:
The reported inability of the returned controller, con100946, to connect to a monitor was confirmed via visual inspection. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Analysis of the controller revealed that the device failed to meet specifications; the device failed visual inspection and functional testing due to a damaged serial port connector. The connector body was cracked and the internal guide pins were blunted. In addition, the internal components of the connector were displaced inwards. These failures prevent the controller from connecting to a monitor. Heartware has opened an internal investigation to evaluate damaged guide pins in connectors. The most likely root cause of the reported serial port damage may be attributed to a forced connection. The manufacturer has an open internal investigation to evaluate the damaged guide pins in connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.